Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. It was noted that the right ventricular (rv) lead had experienced no capture and high impedance. The device had been programmed to vvir mode due to a previous right atrial (ra) lead failure due to no capture. A lead revision was performed and during the procedure, the physician noted that both the right atrial (ra) lead and the right ventricular (rv) lead had become detached from the myocardium. The right atrial (ra) lead and right ventricular (rv) lead were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.